Event description:
A doctor punctured a patient's main breast artery while doing a breast biopsy with a 10g encor probe. The vessel had been visualized in the stereo view by the doctor, and the doctor felt comfortable continuing with the biopsy in that direction. The doctor punctured the vessel, and the patient lost 600 cc's of blood. The calcifications were acquired, and compression was held for 25 minutes. The patient was taken out of the room for a post biopsy mammogram. The mammogram showed a hematoma. Compression was held, but then the blood clot burst and the patient lost more blood. The patient was taken to the emergency room. The medical facility did not place any blame on the product. The following day the sales representative reported that the patient did not have to go into surgery, and that the wound closed on its own. A subsequent follow up call to the center was placed (1 month post biopsy), and it was determined that the patient was doing well.